Event description:
It was reported that the pacemaker went from 2.25 years estimated longevity to 7 months longevity within 6 months. Premature battery depletion was suspected due to the longevity indicated.

Manufacturer narrative:
No additional information was reported/additional information was requested but not received.